Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis, high ketones on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose is 170 mg/dl. Customer's other relevant blood glucose was over 400 mg/dl. The customer did experienced the symptoms such as vomiting, thirst, difficulty in breathing. The customer was treated by intravenous fluid and insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer states that infusion set cannula was bent. Customer reported that auto mode was active. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.